Manufacturer narrative:
There were multiple medical device types: d2b: medical device type: jka. There were multiple 510k numbers. G4. PMA / 510(k)#: k213670, k231373. E1. Initial reporter phone #: (B)(6). E1: initial reporter facility name: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported prior to using bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes there was additive abnormality in 1 tube. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary : bd received one photo for investigation. The photo depicts large droplets of additive on the inside wall of the tube. These occur from the rundown of the additive when it is applied to the interior walls of the blood collection vessel via a spray coating of a water-based solution. The water is then dried, leaving a characteristic 'mist' dot pattern of residual solution on the vessel wall. Larger droplets of the solution in close proximity tend to coalesce, and once the water is dried, they leave behind a wafer-like deposit of the additive. This deposit visually stands out as it does not resemble the typical dot pattern for this tube type. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: additive abnormality. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported prior to using bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes there was additive abnormality in 1 tube. No adverse impact was reported regarding the patient or user.